Manufacturer narrative:
The device is distributed outside the us and no gudid information exists. It is unknown why the resident lacked sufficient strength to stand independently. In the report prepared by the customer, it was noted that the resident had been assessed as being at risk of falling. Therefore, it seems likely that this could be related to the patient¿s medical condition, as no malfunction was identified in the lift or sling system that could have contributed to the reported event. According to the sara flex instructions for use, IFU 04.kl.00.en. ¿before use the caregiver should always consider the patient¿s/resident¿s medical condition, physical and mental capabilities.¿ ¿the patient/resident must be able to bear weight on at least one leg and have some trunk stability.¿ if the patient does not meet these criteria, alternative equipment should be considered. According to the device design, the optional leg strap can be used to ensure that the patient¿s legs remain close to the leg support. It is located beneath the silicone leg support. To fasten the leg strap, it must be attached to the attachment points on either side of the leg support. No deficiencies were identified in the lift or sling; both met their specifications. They were used as a system for resident transfer and therefore played a role in the incident. This complaint decided to be reportable due to the resident¿s fall.

Event description:
It was reported by the customer that the resident was no longer able to support themselves on their legs during the use of a sara flex lift. The resident slid down, shifted their lower body to the left, and then tipped over along with the lift. No injury was reported.